Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury following the event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. A review of downloaded software flag files (attached) on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor: 03/13/2015. Belt: 05/15/2014. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid af rate and motion artifact. The rapid rate satisfied the rate detector of the detection algorithm. The source of the motion artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion. Poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of eight shocks. The patient was reportedly conscious and walking her dog at the time of the event. The response buttons were pressed intermittently throughout the event, but not in the detection sequences immediately prior to treatment delivery. The response buttons functioned appropriately. Rapid atrial fibrillation rate and motion artifact contributed to the false detection. The patient reportedly fell to her knees after the first treatment, but did not suffer any injury. Following the event, the patient was taken to the hospital for evaluation and continued use of the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.